Event description:
The customer stated an architect i2000sr analyzer generated a falsely decreased ca 19-9 result for one patient sample. The architect analyzer generated an initial ca 19-9 result of 59.97 iu/ml and a repeat ca 19-9 result of 133.86 iu/ml. The falsely decreased ca 19-9 result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the investigation is complete.